Event description:
Upon evaluation of the customer's device, stryker observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker provided the customer with a repair quote. The customer has not yet pursued repair of the device therefore the cause of the reported issue could not be determined. Device not evaluated by manufacturer.